Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the physician attempted to pass cavity integrity assessment twice. The physician then utilized vaseline and gauze in an attempt to seal the cervix twice but the device would not pass cavity integrity assesment. The device was removed from the patient and reseated, it then passed assessment and the ablation was completed. After ablation was completed, a laparoscopy was performed to complete a planned salpingectomy. On laparoscopy, two areas of blanching as well as a uterine perforation were found. General surgeon noted a burn to the patient colon. Reportedly, the area of concern was removed and the rectal serosa was oversewn. No additional details available.